Event description:
The customer reported that the forceps riser cleaning port plug was loose. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the illumination lens had peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the adhesive on the illumination lens was peeled off creating a gap. In addition, angulation was reduced, the angulation knob was loose, the adhesive on the bending section cover was cracked, the insertion tube was damaged, the cord, connector, control section, scope connector cover, and switch were damaged, the adhesive at the distal end was damaged, and there was a leak from the body control unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing since the device. Olympus will continue to monitor field performance for this device.